Event description:
Customer reported a malfunction with their pump, specifically displaying malf 3, and confirmed the issue was not resettable. There was no reported adverse impact to the customer's blood glucose level. In response to the malfunction, the customer was instructed by customer technical support (cts) to use multiple daily injections (mdi) as backup insulin therapy and a replacement pump was arranged. Additionally, cts guided the customer on preparing the pump for return, including placing it in storage mode and using a pre-paid label to send back the faulty pump within ten days.